Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and a magnet response was unable to be established. The patient was given a life-vest and a device change out was to be scheduled. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this patient presented to the emergency room and their device was once again unable to be interrogated. It was noted that the patient was not using a life-vest as previously indicated. The device remains in service. No adverse patient effects were reported.